Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up in (B)(6) 2013 an alert for reset was observed. No reprogramming was required since the device was functioning normally. In (B)(6) 2013, another alert was observed for reset. Review of received session records found that the reset actually occurred in (B)(6) 2012. A successful firmware download was performed and the device was functioning normally. Device remains implanted.